Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: during the case, the sealing part on the device broke. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).